Manufacturer narrative:
Submit date: 6/22/2017.

Event description:
The customer states that there was a kink close to the distal point of the enteral feeding tube. There was no injury to the patient.

Manufacturer narrative:
Because the sample was not provided by the customer, the sample evaluation could not be conducted and the reported issue could not be confirmed. The DHR (device history record) file was reviewed indicating that product was released meeting all quality standard requirements. The process is running according to product specifications meeting quality acceptance criteria. We will keep monitoring the process for any adverse trends that require immediate attention. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.